Event description:
The customer reported that during a cardiac arrest, the display on the defibrillator was unreadable. The involved pt died but the device behavior was not stated as a factor in the outcome. At this time, the date of the pt's death is unk.

Manufacturer narrative:
A follow-up report will be submitted after philips obtains more info about this event.